Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 23:51:57. During night drain cycle four, the patient's ultrafiltration reading was 1298ml, indicating the home patient (hp) drained 1298ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. This is an ancillary service event. The iipv event was confirmed through an event history log review. The cause was undetermined. Should additional relevant information become available a supplemental report will be submitted.